Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (2) used 32gx4mm bd pen needles without tear drop labels attached. The consumer reported no insulin flow when priming. Both returned samples were examined, and it was observed that one pen needle exhibited a bent non-patient end (npe) cannula, and the other exhibited a straight npe cannula. The sample with the straight npe cannula was tested for flow using a test pen injector, and was able to expel properly. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). No evidence of manufacturing defect was observed on the samples. Since both samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. Pen needle DHR batch 9114910 was reviewed. The batch number was built with pen needle assembly line in dec 2019. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Root cause is traced to the user. The npe cannula was bent by the user when using the pen needle.

Event description:
It was reported that a pen ndl 32g 4mm 90 CT mail order only was difficult to prime during use. The following was reported by the initial reporter: "it was reported that the insulin did flow during priming. Verbatim: consumer reported, no insulin flow when priming.lot: 9114910, catalog: 320883, date of event: unknown. Samples: yes cl".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 90 CT mail order only was difficult to prime during use. The following was reported by the initial reporter: "it was reported that the insulin did flow during priming. Verbatim: consumer reported, no insulin flow when priming.lot: 9114910, catalog: 320883, date of event: unknown, samples: yes cl".